Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("abnormal bleeding (general),") and cervix carcinoma ("cervical lesions: abnormal pap cervical cancer/tumor / teratoma / cancer type: cervical,") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cervix carcinoma (seriousness criterion medically significant), back pain ("severe back pain"), adverse event ("abnormal symptoms"), cervix disorder ("infection (other) describe: cervical lesions"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse"), pelvic pain ("pain,"), fibrocystic breast disease ("other injury(ies) or complication please describe: fibrocystic disease") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, cervix carcinoma, back pain, adverse event, cervix disorder, dysmenorrhoea, dyspareunia, pelvic pain, fibrocystic breast disease and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adverse event, back pain, cervix carcinoma, cervix disorder, dysmenorrhoea, dyspareunia, fibrocystic breast disease, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Smear cervix - on an unknown date: abnormal pap cervical cancer. Most recent follow-up information incorporated above includes: on 18-oct-2018: pfs received: event abnormal bleeding (general), infection (other) describe: cervical lesions, dysmenorrhea (cramping), cervical lesions: abnormal pap cervical cancer/tumor / teratoma / cancer type: cervical, dyspareunia (painful sexual intercourse, pain, other injury(ies) or complication please describe: fibrocystic disease, lower abdominal pain were added. Relevant lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain'), genital haemorrhage ('abnormal bleeding (general),') and cervix carcinoma ('cervical leasions: abnormal pap cervical cancer/tumor / teratoma / cancer type: cervical,/ other injury or complication please sdescribe: cervical leasions') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnant. Previously administered products included for an unreported indication: depo. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), adverse event ("abnormal symptoms"), cervicitis ("infection (other) describe: cervical leasions"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse"), pelvic pain ("pain,"), fibrocystic breast disease ("other injury(ies) or complication please describe: fibrocistic disease"), abdominal pain lower ("lower abdominal pain"), pelvic discomfort ("discomfort"), menstruation irregular ("irregular bleeding") and swelling ("swelling") and was found to have cervix carcinoma (seriousness criterion medically significant) and smear cervix abnormal ("irregular paps"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device) and colpol. Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, cervix carcinoma, back pain, adverse event, cervicitis, dysmenorrhoea, dyspareunia, pelvic pain, fibrocystic breast disease, abdominal pain lower, pelvic discomfort, menstruation irregular, swelling and smear cervix abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adverse event, back pain, cervicitis, cervix carcinoma, dysmenorrhoea, dyspareunia, fibrocystic breast disease, genital haemorrhage, menstruation irregular, pelvic discomfort, pelvic pain, smear cervix abnormal and swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion. Smear cervix - on an unknown date: results: abnormal pap cervical cancer. Diagnostic results: most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. Reporter's information was added. Added event discomfort, irregular bleeding, swelling, irregular paps. Historical drug, medical history was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('constant severe lower abdominal pain') and cervix carcinoma ('abnormal pap cervical cancer') in a 24-year-old female patient who had essure (batch no. 802744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal (cervical lesions) in 2010 and pregnant. Previously administered products included for an unreported indication: depo. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient was found to have cervix carcinoma (seriousness criterion medically significant) with smear cervix abnormal. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general) / irregular bleeding"), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic discomfort ("discomfort"), back pain ("severe back pain"), fibrocystic breast disease ("fibrocystic disease"), swelling ("swelling") and cervical polyp ("cervical polyps"). The patient was treated with surgery (removal of essure, partial supracervical hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower was resolving and the cervix carcinoma, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, pelvic discomfort, back pain, fibrocystic breast disease, swelling and cervical polyp outcome was unknown. The reporter considered abdominal pain lower, back pain, cervical polyp, cervix carcinoma, dysmenorrhoea, dyspareunia, fibrocystic breast disease, genital haemorrhage, pelvic discomfort, pelvic pain and swelling to be related to essure. The reporter commented: presence of abnormal symptoms. Essure removal due to pain and cervical issue. Lower abdominal pain went from constant severe to infrequent mild 5 weeks after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Smear cervix - on an unknown date: abnormal pap, cervical cancer. Lot number: 802744 manufacture date: 2010-11 expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 silver metallic coil fragments'), abdominal pain lower ('constant severe lower abdominal pain'), pelvic pain ('pain/pelvic pain female') and cervix carcinoma ('abnormal pap cervical cancer') in a 24-year-old female patient who had essure (batch no. 802744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal (cervical lesions) in 2010, pregnant, multiparous and nickel sensitivity. Previously administered products included for an unreported indication: depo. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2012, the patient was found to have cervix carcinoma (seriousness criterion medically significant) with smear cervix abnormal. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general) / irregular bleeding/abnormal genital bleeding"), pelvic discomfort ("discomfort"), back pain ("severe back pain"), fibrocystic breast disease ("fibrocystic disease"), swelling ("swelling"), cervical polyp ("cervical polyps"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), hypersensitivity ("hypersensitivity"), mental disorder ("psych injury"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary tract disorder"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), nausea ("nausea"), headache ("headaches"), heavy menstrual bleeding ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding") and was found to have hormone level abnormal ("hormone values changed"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, cervix carcinoma, pelvic discomfort, back pain, fibrocystic breast disease, swelling, cervical polyp, allergy to metals, hypersensitivity, mental disorder, fatigue, hormone level abnormal, nausea, headache, heavy menstrual bleeding and vaginal haemorrhage outcome was unknown and the abdominal pain lower, pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, intermenstrual bleeding, vaginal discharge, urinary tract disorder, cystitis, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, cervical polyp, cervix carcinoma, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, fibrocystic breast disease, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, intermenstrual bleeding, mental disorder, nausea, pelvic discomfort, pelvic pain, swelling, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: presence of abnormal symptoms. Essure removal due to pain and cervical issue. Lower abdominal pain went from constant severe to infrequent mild 5 weeks after essure removal. Right: essure spiral coils counted - 2. Left: essure spiral coils counted - 4. She had received treatment for following events" chronic pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal, psych injury, urinary problems., bladder infection, uti (urinary tract infection), vaginal infection, vaginal discharge, fatigue, hormonal changes, headaches, nausea and cancer". Discrepancy noted: essure removal date: (B)(6) 2016 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: total bilateral occlusion. Smear cervix - on an unknown date: abnormal pap, cervical cancer. Lot number: 802744, manufacture date: 2010-11, and expiration date: 2013-11. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : abdominal pain,pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2021: information transferred from deletion case (B)(4)-events abdominal pain,metrorrhagia (bleeding between periods),nickel allergy, hypersensitivity,psych injury,urinary tract disorder,bladder infection,uti, vaginal infection,vaginal discharge, fatigue,hormone values changed.headachesnausea,abnormal vaginal bleeding, menorrhagia were added. Outcome of event dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),abdominal pain lower updated to recovered / resolved. New reports, race, medical history, lab data, concomitant drug, rcc,onset dates of events were added. All source documents and reference section were transferred to this case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 silver metallic coil fragments'), abdominal pain lower ('constant severe lower abdominal pain') and cervix carcinoma ('abnormal pap cervical cancer') in a 24-year-old female patient who had essure (batch no. 802744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal (cervical lesions) in 2010, pregnant and multiparous. Previously administered products included for an unreported indication: depo. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient was found to have cervix carcinoma (seriousness criterion medically significant) with smear cervix abnormal. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general) / irregular bleeding"), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic discomfort ("discomfort"), back pain ("severe back pain"), fibrocystic breast disease ("fibrocystic disease"), swelling ("swelling") and cervical polyp ("cervical polyps"). The patient was treated with surgery (laparoscopic salpingectomy with essure coil removal and removal of essure, partial supracervical hysterectomy). Essure was removed on 15-nov-2016. At the time of the report, the device breakage, cervix carcinoma, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, pelvic discomfort, back pain, fibrocystic breast disease, swelling and cervical polyp outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, back pain, cervical polyp, cervix carcinoma, device breakage, dysmenorrhoea, dyspareunia, fibrocystic breast disease, genital haemorrhage, pelvic discomfort, pelvic pain and swelling to be related to essure. The reporter commented: presence of abnormal symptoms. Essure removal due to pain and cervical issue. Lower abdominal pain went from constant severe to infrequent mild 5 weeks after essure removal. Right: essure spiral coils counted - 2. Left: essure spiral coils counted - 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in april 2011: total bilateral occlusion. Smear cervix - on an unknown date: abnormal pap, cervical cancer. Lot number: 802744 manufacture date: 2010-11 expiration date: 2013-11 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jul-2021: medical record received. Reporter information and medical history added. New event device breakage was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 silver metallic coil fragments'), abdominal pain lower ('constant severe lower abdominal pain'), pelvic pain ('pain/pelvic pain female') and cervix carcinoma ('abnormal pap cervical cancer') in a 24-year-old female patient who had essure (batch no. 802744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal (cervical lesions) in 2010, pregnant, multiparous and nickel sensitivity. Previously administered products included for an unreported indication: depo. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2012, the patient was found to have cervix carcinoma (seriousness criterion medically significant) with smear cervix abnormal. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general) / irregular bleeding/abnormal genital bleeding"), pelvic discomfort ("discomfort"), back pain ("severe back pain"), fibrocystic breast disease ("fibrocystic disease"), swelling ("swelling"), cervical polyp ("cervical polyps"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), hypersensitivity ("hypersensitivity"), mental disorder ("psych injury"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary tract disorder"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), nausea ("nausea"), headache ("headaches"), heavy menstrual bleeding ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding") and was found to have hormone level abnormal ("hormone values changed"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, cervix carcinoma, pelvic discomfort, back pain, fibrocystic breast disease, swelling, cervical polyp, allergy to metals, hypersensitivity, mental disorder, fatigue, hormone level abnormal, nausea, headache, heavy menstrual bleeding and vaginal haemorrhage outcome was unknown and the abdominal pain lower, pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, intermenstrual bleeding, vaginal discharge, urinary tract disorder, cystitis, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, cervical polyp, cervix carcinoma, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, fibrocystic breast disease, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, intermenstrual bleeding, mental disorder, nausea, pelvic discomfort, pelvic pain, swelling, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: presence of abnormal symptoms. Essure removal due to pain and cervical issue. Lower abdominal pain went from constant severe to infrequent mild 5 weeks after essure removal. Right: essure spiral coils counted - 2. Left: essure spiral coils counted - 4. She had received treatment for following events" chronic pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal, psych injury, urinary problems., bladder infection, uti (urinary tract infection), vaginal infection, vaginal discharge, fatigue, hormonal changes, headaches, nausea and cancer". Discrepancy noted :essure removal date: (B)(6) 2016 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: total bilateral occlusion. Smear cervix - on an unknown date: abnormal pap, cervical cancer. Lot number: 802744, manufacture date: 2010-11, and expiration date: 2013-11. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : abdominal pain,pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and cervix carcinoma ('cervical leasions: abnormal pap cervical cancer/tumor / teratoma / cancer type: cervical,/ other injury or complication please sdescribe: cervical leasions') in an adult female patient who had essure (batch no. 802744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnant. Previously administered products included for an unreported indication: depo. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), cervix disorder ("infection (other) describe: cervical leasions"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse"), pelvic pain ("pain,"), fibrocystic breast disease ("other injury(ies) or complication please describe: fibrocistic disease"), abdominal pain lower ("lower abdominal pain"), pelvic discomfort ("discomfort"), menstruation irregular ("irregular bleeding"), swelling ("swelling") and cervical polyp ("other injury (ies) or complications- please describe: cervical polyps") and was found to have cervix carcinoma (seriousness criterion medically significant) and smear cervix abnormal ("irregular paps"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, cervix carcinoma, genital haemorrhage, back pain, adverse event, cervix disorder, dysmenorrhoea, dyspareunia, pelvic pain, fibrocystic breast disease, pelvic discomfort, menstruation irregular, swelling, smear cervix abnormal and cervical polyp outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, adverse event, back pain, cervical polyp, cervix carcinoma, cervix disorder, dysmenorrhoea, dyspareunia, fibrocystic breast disease, genital haemorrhage, menstruation irregular, pelvic discomfort, pelvic pain, smear cervix abnormal and swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in april 2011: results: total bilateral occlusion. Smear cervix - on an unknown date: results: abnormal pap cervical cancer. Diagnostic results: most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Lot number added. New event cervical polyps added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event and back pain to be related to essure. Company causality comment: incident~~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.